Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached battery capacity depleted (bcd) in march, but just 3 months prior the device showed 1.5 years remaining. Technical services (ts) reviewed and found the charge time (CT) was 15.6 seconds and why the explant indicator was shown. Ts recommended the device be replaced. Subsequently, this ICD was explanted and replaced with a new device. The device has been received for investigation. No additional adverse patient effects were reported.